Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump preparation prior to the equipment being in contact with the patient the technician spilled water on the system controller and the electrical connections while on the preparation table. In addition, the technician passed sterile modular cable off the table with the system controller by accident. The system controller and modular cable were replaced with new ones. Related manufacturer report number of system controller: 2916596-2021-04792.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the contamination of the sterile modular cable was not confirmed. The heartmate 3 vad modular cable was returned to abbott burlington in unremarkable physical condition. In addition, the returned modular cable (lot number 7920967) was functionally tested and passed all steps of testing. The resistance of the individual wires was then measured using a digital multimeter all wires passed without issue. The returned modular cable was then connected to a known working test system controller and pump without issue. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7920967) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.